Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge, and that the usb port appeared to be damaged. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 128 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.